Manufacturer narrative:
Evaluation was completed and the reported condition of the failure code 570 was confirmed. The review of the battery history revealed that the pump had 4 battery discharged below alarm threshold and the pump failed battery discharged test, causing the failre code 570. Review of the complaint history reveals similar reports have been received for this product for the reported issue. There is a CAPA mdq-CAPA-132 open to document and evaluate this issue.

Event description:
Reported an infusion pump with a failure code 570 / depleted battery. The failure was reported to have occurred during biomed testing. According to the hosp rep, no pt injury or med intervention has been reported.